Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), blank display, keypad anomaly and frozen screen. Blood glucose value at the time of event was 300 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1884. Troubleshooting was partially performed. Customer cannot be able to clear the alarm. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump received with an unresponsive keypad. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to unresponsive keypad. Unable to download history files and traces using [thump] due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the [keypad flex connector / pcba 1 j1, j6 / pcba 2 j1 / force sensor / motor home switch]. Swapped out case and successfully downloaded history files and traces. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and cracked belt clip rails. Unable to verify alleged pump error 43 alarms due to unresponsive keypad. Alleged blank display and frozen screen were not confirmed. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the [keypad flex connector / pcba 1 j1, j6 / pcba 2 j1 / motor home switch]. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.